Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the clinical study database, ae 3:"presents status post 2 ICD shocks, which were appropriate, who underwent amiodarone load for recurrence of vt. The patient's ICD was interrogated telephonically or remotely, initially showing appropriate shocks, which returned to be out unsuccessfully, requiring ICD shocks x2 on (B)(6) 2014 as well as (B)(6) 2014." "The patient was started on amiodarone drip at 1 and subsequently with 400 mg p.o. T.i.d. The patient also had his beta-blocker increased as well as the addition of mexiletine 150 mg p.o. T.i.d. With meals with ep following. The patient also had tsh initially 5.08 with repeat within normal limits at 4.56. The patient underwent echo on (B)(6) 2014, showing ef 15%, ischemic cardiomyopathy, severe global hypokinesis with increased lv wall thickness. Lvad speed 2800 at a speed aortic valve remains closed. Rv systolic function moderately reduced, la severely dilated, ra moderately dilated, mild mr, mild ai, no effusion. Patient was discharged on 4/23/14 in stable condition." The pump remains implanted.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU): the hvad® pump functions most effectively when adequate and stable amounts of preload are available. A stable supraventricular rhythm helps to optimize right heart performance and provide the hvad® pump with preload. Many heart failure patients will have permanent pacemakers and internal defibrillators in place by the time an lvad is implanted. These devices are often needed in the early postoperative period. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Device remains implanted.